Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not holding a charge. The patient underwent a revision procedure wherein the old ipg was replaced with MRI compatible ipg. The patient was doing well postoperatively. The explanted ipg was discarded.